Event description:
Each of the three parts become unattached from the stem cell transfer bag containing 1908 ml of peripheral blood donor stem cells. This product was collected from a volunteer donor for the (B)(6) intended for potential life- saving transplantation. Failure of this product resulted in concerns for product contamination, reduced product volume and viability, additional leaving including bacterial cultures, cell counts and delays in care of the intended patient.